Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and needed assistance the prime or fill process as the insulin comes out of the tubing. Blood glucose level at the time of the incident was 26.6 mmol/l and treated with manual injection. Customer completed troubleshooting and passed displacement test. The reservoir was not replaced or returned for analysis.